Manufacturer narrative:
Over a service call on (B)(4) 2015, the fse guided the customer through rebooting the analyzer and computer. After doing so, the client set up a couple of fol, fol sds inventory initially reported at o ml, but corrected after first sampling out of the bottle. The system ran with no errors. During a follow-up call next morning, the client indicated that the instrument had been running fine after a reboot. No further activities were performed. Instrument was performing as intended. Since the issue was solved after instrument and computer rebooting, no specific root cause can be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported 4241 errors (hybrid arm y-axis home detection failure) with their aia-2000 analyzer. The customer also stated that the analyzer was indicating that the fol sds volume was low, while the bottle was full. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.